Event description:
It was reported that the doctor was trying to implant a screw and the tip of the screwdriver broke off during insertion. The tip of the driver was removed from the screw. Another driver was used to try to remove the screw. The tip of that driver broke off as well. The screw post was cut off. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visually confirmed approximately 3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces plastically deformed. A review of the device history records did not identify any applicable nonconformance to specification.